Manufacturer narrative:
Results/conclusions: based upon evaluation of user facility information; based upon testing of reserve sample. The involved sample has not been returned for evaluation. Therefore, the failure investigation was limited to an assessment of user facility information and a representative retained sample. Inspection and testing of the related sample found no defects or anomalies and product performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined, there is no evidence that this event was related to a device defect or malfunction. The event description is most consistent with damage to the glidewire due to excessive manipulation against resistance during the procedure. The potential for such an event is addressed in the warning / precautions section of the instructions-for-use. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported that the distal portion of the glidewire became separated during a urology procedure. Communication with the user facility confirmed the following: the patient was being treated for stones within the ureter; resistance was reportedly encountered as acmi quadracoil stent was being placed over the glidewire during the procedure; it was then reported that the guidewire "broke into two pieces" within the patient's ureter; the contact at the user facility confirmed that no part of the guidewire coating detached from the wire; both sections of the damaged guidewire were successfully removed from the patient; the original procedure was completed successfully using a second glidewire; there were no patient complications related to the event.